Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "palpable abnormality in the superoexternal quadrant of the left breast", "solid, stable left mass", "intracapsular rupture ", "capsular contracture, baker grade I", and "color change".

Event description:
Healthcare professional reported left side "palpable abnormality in the superoexternal quadrant of the left breast", "solid, stable left mass", "intracapsular rupture ", "capsule grade I", "color change". The device has been explanted.